Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a reader camera adjustment, created a new reference image, and performed the pipetting test in diagnostics. Qc was run by customer and passed. Instrument is operating as expected. No repairs needed.

Event description:
The customer reported that the provue reported a result as negative when it was visually confirmed to be clearly a 1+. No erroneous results were reported a false negative result could lead to transfusion of incompatible blood.